Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body the sensor wire had detached from the pod. The sensor wire was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.